Manufacturer narrative:
(B)(4). Investigation: the disposable set was returned for evaluation. Upon visual inspection a residue of fluid was found on the outside of the slip fit luer on the line to the wbc bag, indicating a leak. The luer connector was visually inspected and no cracks or defects were noted. The press fit was intact with no looseness. No molding issues were noted. The blue clamps above the luer and collect bag were absent from the returned set. Root cause; definitive root cause of the observed defect remains undetermined. This type of leak at the end of the collection line may be related to stripping the lines. If the operator strips the line below the slip fit luer while the clamp above the luer (to the bag) is closed, this can cause a build-up of pressure, which causes a leak.

Event description:
At the end of the collection, a leak occurred from the stem cell collection line, spraying blood into the air, then dripping down to the machine. The harvest had finished so there were no adverse effects for the pt. The stem cell laboratory was informed and they came to review. Pt info is not available at this time. On (B)(6) 2011, caridianbct received info that the customer had reported this incident to the human tissue authority. This report is being filed in response to the customer filing a safety allegation with local authorities.